Event description:
It was reported that the direct stent procedure was to treat a lesion in the proximal to mid lad. After the stent delivery system (sds) balloon was inflated, it was noted that the stent advanced distally (above 3-4mm) and it was suspected that the stent was mounted on the sds beyond the marker. The distal end of the stent was dilated with a balloon catheter, which could not be advanced to the unexpanded portion of the stent. Another stent was deployed proximal to and overlapping the previous stent over the missing segment of the lesion.